Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer has any hearing sensation with the device since (B)(6) 2017. It was reported that the child fell and hit his head on the contra-lateral side. The exact date of the accident is unknown. The recipient may be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient no longer has any hearing sensation with the device since (B)(6) 2017. In a related complaint filed in july for the contra-lateral side, it was reported that the child fell and hit his head on that side, in july, the exact date of the accident is unknown. The recipient may be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient no longer has any hearing sensation with the left side device. In a related case filed for the contra-lateral right side, it was reported that the child fell and hit his head in (B)(6) 2017 on the right side, the exact date of the accident is unknown. The user was re-implanted.

Event description:
The recipient no longer has any hearing sensation with the left side device. In a related case filed for the contra-lateral right side, it was reported that the child fell and hit his head in (B)(6) 2017 on the right side, the exact date of the accident is unknown. The user will be explanted the date is still pending.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been scheduled yet.